Event description:
A report was received that the patient feels that the ipg gets hot and he experiences a burning sensation at the pocket site when the device is turned on. The patient is experiencing pocket discomfort whether the device is on or off. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient feels that the ipg gets hot and he experiences a burning sensation at the pocket site when the device is turned on. The patient is experiencing pocket discomfort whether the device is on or off. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement due to pocket discomfort. The patient is reportedly well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance, photographic imaging tests performed. The complaint was not verified. The device was explanted soon after the implant due to burning sensation at the incision site. Dc/current leakage tests verified that the device has no loss of electric current into the surrounding tissue as a result of faulty insulation. The surface temperature of the device was monitored with a thermal camera and found no noticeable temperature changes. However, it could be perceived as a burning sensation as the incision has not been healed over. The device passed all functional tests. No discrepancies were identified.